Event description:
During a venogram, approximately 5cm of the distal tip of the 08"/40 cm guidewire broke off while still inside the pt. Pt outcome was not provided by reporter.

Manufacturer narrative:
(B)(4) - separates is addressed per the provided caution label. No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Per the attached caution label, it is illustrated; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle to tip may result in breakage." Without the complaint device we cannot make a definite root cause analysis. When we have seen this type of device failure in the past it has generally been associated with the wire guide being damaged by withdrawal through the needle (see warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. We will continue to monitor for similar complaints.